Event description:
A malfunction occurred while the customer was completing a scheduled load sequence, indicated by the malfunction code malf 25, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.